Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.

Event description:
The info received from the affiliate states that this male pt was presented to the interventional lab for an angioplasty procedure of the right common lliac artery. The vessel was described as heavily calcified and moderately tortuous. The physician used an ipsilateral approach and made access in the right femoral artery. There is no info as to if there was any difficulty accessing the lesion with a guidewire. After properly inspecting and prepping the balloon catheter, it was passed over a guidewire, to the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured at 9 atmospheres. The physician carefully removed the balloon from the pt, and another balloon of the same size was used to complete the procedure. The info states that the wire never lost position during the procedure. There was no reported injury to the pt.